Event description:
It was reported that the patients implantable pulse generator (ipg) was causing pain and was not providing adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and scs leads were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: (B)(6).